Event description:
Complainant alleged that medics responded to a call for pt in cardiac arrest. The pt was located in their car at the time of arrival and was moved to the ambulance. The device was attached to the pt via defibrillator paddles and the device intermittently failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.